Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the atrial lead exhibited a single episode of low impedance. All other electrical measurements were stable and within range. The physician elected to take no action at this time. The patient would continue to be monitored. No patient symptoms were reported.

Event description:
New information noted that the atrial lead was explanted and replaced successfully on (B)(6) 2016.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
New information noted that the patient was doing well post procedure.